Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch verio 2 meter read inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy began sometime before 10 pm on (B)(6) 2018. The patient reported obtaining an alleged inaccurate high blood glucose reading of ¿300 mg/dl¿ with the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient reported that he manages his diabetes using insulin (self-adjuster), and in response to the alleged inaccurate high reading he increased his dose of medication. Shortly after the alleged issue, the patient reported that he developed symptoms of rapid heartbeat and sweating. The patient reported that in response to the symptoms he attended the hospital, he could not remember what sort of treatment her received but stated that they performed a lot of tests. In the emergency room, the patient reported that a blood glucose result of ¿42 mg/dl¿ was obtained. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter, that the patient¿s test strip vial had not been opened longer than the recommended time, the strips had been stored correctly and were not passed their expiry date. The csr noted that when a control solution test was carried out the result was not in range. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, after the alleged product issue began, and the alleged meter issue could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.